Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced hyperglycemia and insulin pump alleging possible under delivery. The customer blood glucose level was 400 mg/dl to 500 mg/dl. Customer experienced symptom such as vomiting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with pen for high blood glucose. Customer reported they contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer stated reason for under delivery was reservoir level was not look like it was going down. Customer stated driver support cap was normal. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, current test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed the delivery accuracy test at 0.08750 inches. No device deficiency anomaly and no unexpected battery power loss anomaly noted during test.